Event description:
It was reported that the catheter became stuck on the guide wire and shaft break occurred. The target lesion was located in the iliac artery. A 10x79x1350 sentinol biliary stent was selected to treat the lesion. However the stent 'could not be delivered'. The shaft of the sentinol device became stuck on the guide wire. Upon removal of the device, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the sentinol stent delivery system (sds) was received with a guidewire in the lumen. The guidewire was protruding 18.5cm from the distal tip and 81.5cm from the proximal end of the sds. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter (od) of the guidewire was measured with a calibrated snap gage. The exterior tubing was not seated in the hub. The exterior tubing was buckled at the proximal end. The exterior tubing was separated 8cm from the proximal end of the exterior tubing. The separated ends were stretched and jagged, which suggests that the separation may be related to tensile overload. The hub bond to exterior tubing broke; the adhesive on exterior tubing and the volume of adhesive indicates that the device was properly bonded. The stent protruded 16.5mm from the sds. The sds and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, even after soaking the guidewire could not be removed. An attempt was made to deploy the stent; however, due to the returned condition of the device the stent could not be completely deployed. The catheter was locked-up on the guidewire in the as-received condition, confirming the reported catheter-guidewire interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire and shaft break occurred. The target lesion was located in the iliac artery. A 10x79x1350 sentinol biliary stent was selected to treat the lesion. However the stent 'could not be delivered'. The shaft of the sentinol device became stuck on the guide wire. Upon removal of the device, the shaft broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).